Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the video image difficulty. There was evidence of corrosion in the scope connector, electrical connector, and on the flexible printed circuit terminals of the charge-coupled device (ccd) unit. There was also no nbi function due to fluid invasion in the scope connector. Additionally, there were black blurry stains on the video image due to the scratches on the surface of the objective lens cover glass. The cause of the user's experience is isolated to fluid invasion likely due to user mishandling. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the video image blacked out and the narrow-band imaging (nbi) function ws not functioning. The procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.